Event description:
It was reported that the patient presented to the emergency room with loss of capture exhibited by the right ventricular. A chest x-ray was performed, and an insulation breach was discovered. The lead was explanted and replaced. There were no adverse patient consequences.

Manufacturer narrative:
The reported events of the insulation damage and failure to capture were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged tissue. Visual inspection of the lead found clavicle crush which damaged the outer insulation and fractured the outer coil. An electrical test found an open circuit due to the fractured outer coil at the proximal region of the lead. The cause of the reported events was isolated to a clavicle crush.